Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was seen in the physician¿s office on (B)(6) 2019 and reprogrammed for normal pain areas. During the visit, the patient mentioned that the location of the battery was sensitive and asked the physician about relocating the pocket area. The physician examined the area and determined that it was not too close to the spine, but indicated that if it continued to be sore, he would follow-up with the patient regarding possibly relocating the battery. The reprogramming that was performed at this appointment was successful. The patient¿s pocket has become even more uncomfortable, and the procedure to relocate the patient¿s battery never came to fruition. As of (B)(6) 2019, the patient explained that she was having issues with the programming and wanted to meet for a reprogramming appointment but was looking for a new managing physician. There were no external factors noted which may have contributed to these issues. The patient¿s last reprogramming session was on (B)(6) 2019 and it was successful. The patient was requesting reprogramming but was more chiefly concerned with getting the device explanted. A surgical intervention has not occurred; however, one is planned. The issue has not been resolved at the time of the report. There were no further complications reported or anticipated.